Manufacturer narrative:
G4: 510(k): k926214. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the actual sample was not returned, analysis of it could not be performed. Confirmation of the provided image it was not possible to ascertain the specific state and extent of the damage from the image. History investigation of the involved product code and lot number - since the involved lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. - regarding the involved product, there have been no similar incidents attributable to the manufacturing process in the past two years. Cause of occurrence/conclusion: since the lot involved in this issue was unknown, the review of manufacturing records and shipping inspection records could not be performed. Due to the inability to confirm the detailed damage from the provided image and the lack of the actual sample for analysis, the cause of the occurrence could not be determined. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the[?]glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that in a stent graft case, the angiographic catheter was left in place while expanding the stent graft. (The angiographic catheter was pressed against the vessel wall and the stent graft.) Subsequently, in order to remove the angiographic catheter, a radifocus guidewire was inserted in the catheter and the catheter was removed. The radifocus guidewire was left in place. (The radifocus guidewire was pressed against the vessel wall and the stent graft.) During the attempt to remove the radifocus guidewire after the post-expansion of the stent graft, it became stuck between the vessel wall and the stent graft and could not be removed. As a result of forcibly pulling it out, the guidewire became fractured inside the patient's body, leaving a fragment behind. It has been reported that no surgical intervention will be performed, and the patient will be monitored. Additional information received on december 26, 2024: updates on the description of the event: during the placement of the stent graft, it is a common practice to perform an expansion by keeping the pigtail alongside the stent graft and put the pigtail catheter and the guidewire at the upper part of the renal artery to prevent the stent graft from overlapping the renal artery. The co-used alto stent graft from lifeline is somewhat unique, as it is not self-expanding but expands by injecting polymer into the graft. After partially expanding, the radifocus guidewire was inserted to remove the medico's pigtail for further expansion, leaving only the radifocus guidewire in place. After expanding a bit more by injecting polymer, an attempt was made to pull out the radifocus guidewire, but it became stuck. Despite attempts to retrieve it using a hanako catheter, it was unsuccessful. The main body was eventually recovered, but it was found to be damaged. There is a possibility that a small portion of the distal end may have been fractured, although the exact length of the fragment remains unknown.